Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 282 mg/dl. The customer used a correction bolus to address the high bg levels. A cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer declined to complete the system check with tandem technical support and would call back if further assistance was needed.